Manufacturer narrative:
Additional information was obtained from the reporter indicating the broken product is the connector; the hammer guide was not affected. The initial complaint was re-reviewed and it was determined to be non-reportable. Additional information indicated that this part did not malfunction, and there is no allegation against it. At the time of this review, there is no allegation of a complaint or a malfunction against this device. If additional information is received regarding the event or this device, including information obtained from investigations, this determination should be sent back for clinician review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was obtained from the reporter indicating the broken product is the connector; the hammer guide was not affected. The initial complaint was re-reviewed and it was determined to be non-reportable. Additional information indicated that this part did not malfunction, and there is no allegation against it. At the time of this review, there is no allegation of a complaint or a malfunction against this device. If additional information is received regarding the event or this device, including information obtained from investigations, this determination should be sent back for clinician review.

Manufacturer narrative:
Patient information is unknown (B)(4) lot unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there was a problem with the proximal femoral nail anti-rotation instruments. The hammer guide broke during surgery. The surgeon hammered the nail with a mallet, the thread of the stem remained stuck in the insertion handle while the rest of the instrument was projected in the room. No information about patient condition received. This is report 1 of 2 for (B)(4).